Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer's wife reported via phone call that the insulin pump's bolus history may not have been functioning properly. The customer reported that he administered a bolus that was not reflected in the history. Blood glucose level at the time of the incident was 349 mg/dl. Blood glucose level at the time of the call was 398 mg/dl. The caller reported that the customer had difficulty with his memory and declined further troubleshooting. A bolus was administered during the call. The insulin pump was not replaced or returned for analysis.